Event description:
It was reported that there was a small hole in the proximal segment of the catheter by the pump. The patient's family wanted to have the system explanted to avoid additional surgeries for the patient. The system was explanted and discarded. It was noted that the patient was believed to be doing fine after the surgery. There were no patient symptoms/injuries related to this event. The pump system was delivering gablofen.

Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, explanted: (B)(6) 2013, product type: catheter. (B)(4).